Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands during pd therapy. One day after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as hospitalization the patient was treated with intraperitoneal vanlid 1 gram stat, ongoing (frequency not reported) and intravenous ticarnic 3.1gm, once daily, ongoing. Dianeal therapy was ongoing. Two days after onset, the patient was retrained on proper aseptic technique. Four days after hospitalization the patient was discharged and was deemed recovered on that same day. No additional information is available.